Event description:
Customer called to report leaking by the y-site on product code 2h8519, leak occurred during priming. No pt involvement has been reported at this time. Samples are available for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.